Event description:
Bio glo fluorescein sodium ophth strips, usp are boxed in units of 100 sterile strips. The ndc is (B)(4). Lot 09d163, exp 3/2014, manufacturer: hub pharmaceuticals, llc (B)(4); www.hubrx.com. Problem: the lot # and expiration date are listed properly on the outside of the box of 100 strips. However, there is no lot # or expiration date on the paper packaging on each strip. So, if a strip is removed from the pack and stored separately, there is no way to know the lot # or exp date in case of recall or way to verify if med is still in date. Dates of use: (B)(6) 2010. Diagnosis or reason for use: ophthalmic diagnostic agent.